Event description:
The pt reportedly sought treatment at the emergency room after priming the pump while the infusion set was connected to her body. The pt was not hypoglycemic at the time of admission to the emergency room and did not report any symptoms.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. The pump user guide warns against priming while the infusion set is connected to the pt's body. It states that doing so can result in unintended delivery of insulin, which can result in serious injury or death.